Manufacturer narrative:
Follow-up #1 date of submission 05/11/2016-product analysis: the device was returned and evaluated by product analysis on 04/25/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or related issues; basal delivery was interrupted for 3 days from (B)(6) 2016 at 22:19 to (B)(6) 2016 08:04. Within this time a 0.00 u/hour basal rate was active on (B)(6) 2016 at 20:22 and (B)(6) 2016 at 20:10. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s history accurately recorded deliveries performed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on that day was above 500 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history did not match the programmed basal rates. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.